Event description:
Event description boston scientific received information that this pacemaker was displaying ventricular pacer spikes with no capture at voo, 60 beats per minute,when programmed dddr. The markers show ap-vp-n marker. Noise was suspected to be present. When the magnet was applied there was no response and the pacing spikes would disappear. The sensitivity was decreased to max to avoid noise; intermittent pacing spikes with no capture. Additional reprogrammed was done. A ventricular lead fracture was suspected. The lead waas surgically abandoned and replaced. There were no adverse effects.